Event description:
Dräger received an ufr with the following description: "the patient was using the ventilator when the display screen suddenly went black. Immediately reported to the device department for repair, and replaced with another ventilator." There was no detail in the report which would reasonably suggest that health consequences for the patient may have occurred.

Manufacturer narrative:
The ufr was the only information for this case; the hospital did not involve the local dräger s&s organization into any follow-up measures. The contact person named in the ufr could not provide further information. A case-specific evaluation is not possible. The nature of the fault remains unknown - it cannot be derived from the available information if just the screen turned black, if the device performed a reboot or if it shut itself down completely. A reboot as well as a complete shut-down will trigger an acoustical alarm via the buzzer of the power supply which is buffered by an independent power source. The device was in operation for five years; it is not known if preventive maintenance and repairs were provided according to the recommendations of the manufacturer. Further conclusions can't be derived from the ufr due to lack of information. The reported issue is not necessarily related to suddenly occurring component malfunction - the scenario of complete power loss due to a combination of infrastructure issue (mains power interrupt) and use error (putting the device into use with a worn internal back-up battery) would fit to the reported event, for example. It is recommended to the hospital to have the device checked by authorized personnel and to have it repaired if necessary.